Event description:
It was reported that a merlin.net transmission revealed an increase in atrial impedance from 400 ohms to 1300 ohms. The right atrial lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.